Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that, approximately 20 days post implantation of the lvad, the patient had experienced an ischemic cerebrovascular accident (cva) event and some power elevations. The patient remained ongoing on lvad support for 4 and half months with no device related issues reported to the MFR. A heart from a donor became available and the patient was transplanted. An analysis of the explanted pump was requested by the hospital.

Manufacturer narrative:
The explanted pump was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.